Event description:
It was reported that during follow-up, the pulse generator was unable to be interrogated. No intervention or patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).